Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms. It was noted that the lead was fractured distal to the suture sleeve. This lv lead was explanted and replaced. No additional adverse patient effects were reported.